Event description:
Harmonic device was plugged in, turned knob, and tested device. Device was identified and approved by harmonic unit. The device did not rotate. Plastic knob was turned on device again and still did not rotate. New device was opened and worked fine. Case completed without further incidence.